Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, there was a pacemaker replacement on a pacing dependent patient. At the initial interrogation before implantation, the user has increased the outputs due to high pacing thresholds. The safety margins were more than ample. It was not able to change the polarities.to bipolar. Afterwards, the atrial lead was attached and the atrial sensing had dropped from 2.1mv on the previous device to 0.43mv and intermittent on the eno. The impedance had also increased from 440 on the previous device to 815ohms on the eno. The ventricular lead was attempted to be attached but there was initially difficulty in doing so, so we disconnected the atrial lead and retried with the ventricular lead. The ventricular lead did not pace other than a couple of beats overall. This was even when placed in the pocket. The decision was made to use an alternate device and on interrogation of the eno once the device had been removed, the atrial lead was in bipolar, the ventricular lead was in unipolar (sensed and paced), auto polarity switch was off on both and greyed out. I can't understand why the ventricular lead didn't switch to bipolar upon connection of the lead or work in unipolar if the polarity switch didn't occur. The physician was happy with the ventricular lead connection.

Manufacturer narrative:
The first conclusions are as follows: - the analysis confirms that the connection system of the subject pacemaker functioned as specified using a duplicate torque-limiting screwdriver. - the patient files revealed that the ventricular impedances measurements were not successful with a value of 4000 ohms. - the user has deactivated the automatic implantation detection during the implantation procedure. - a likely hypothesis is that the physician had partially engaged the setscrew at some points before inserting the leads or that he had not inserted the leads all the way in before tightening the setscrew inducing an incorrect ventricular lead connection. Since the user has deactivated the automatic implantation detection, the pacemaker has paced only in unipolar and in case it was not fully inserted in the pocket, capture failure could have occurred. - this hypothesis can explain the reason why the ventricular impedance was measured at 4000 ohms after the implantation procedure and why it did not switch in bipolar. - the analysis of the tightening marks of the ventricular setscrew is currently in progress. Please refer to the analysis report. Once the investigation is completed, a new MDR will be sent. The UDI is unknown as for now, once it is retrieved, a new MDR will be sent.

Event description:
Reportedly, there was a pacemaker replacement on a pacing dependent patient. At the initial interrogation before implantation, the user has increased the outputs due to high pacing thresholds. The safety margins were more than ample. It was not able to change the polarities. To bipolar. Afterwards, the atrial lead was attached and the atrial sensing had dropped from 2.1mv on the previous device to 0.43mv and intermittent on the eno. The impedance had also increased from 440 on the previous device to 815ohms on the eno. The ventricular lead was attempted to be attached but there was initially difficulty in doing so, so we disconnected the atrial lead and retried with the ventricular lead. The ventricular lead did not pace other than a couple of beats overall. This was even when placed in the pocket. The decision was made to use an alternate device and on interrogation of the eno once the device had been removed, the atrial lead was in bipolar, the ventricular lead was in unipolar (sensed and paced), auto polarity switch was off on both and greyed out.

Event description:
Reportedly, there was a pacemaker replacement on a pacing dependent patient. At the initial interrogation before implantation, the user has increased the outputs due to high pacing thresholds. The safety margins were more than ample. It was not able to change the polarities.to bipolar. Afterwards, the atrial lead was attached and the atrial sensing had dropped from 2.1mv on the previous device to 0.43mv and intermittent on the eno. The impedance had also increased from 440 on the previous device to 815ohms on the eno. The ventricular lead was attempted to be attached but there was initially difficulty in doing so, so we disconnected the atrial lead and retried with the ventricular lead. The ventricular lead did not pace other than a couple of beats overall. This was even when placed in the pocket. The decision was made to use an alternate device and on interrogation of the eno once the device had been removed, the atrial lead was in bipolar, the ventricular lead was in unipolar (sensed and paced), auto polarity switch was off on both and greyed out.

Manufacturer narrative:
The UDI is unknown as for now, once it is retrieved, a new MDR will be sent. The conclusions are as follows: - the analysis confirms that the connection system of the subject pacemaker functioned as specified using a duplicate torque-limiting screwdriver. - the patient files revealed that the ventricular impedances measurements were not successful with a value of 4000 ohms. - incorrect atrial and ventricular tightening marks were noticed. - the user has deactivated the automatic implantation detection during the implantation procedure. - the most likely hypothesis is that the physician had partially engaged the setscrew at some points before inserting the leads or that he had not inserted the leads all the way in before tightening the setscrew inducing an incorrect ventricular lead connection. Since the user has deactivated the automatic implantation detection, the pacemaker has paced only in unipolar and in case it was not fully inserted in the pocket, capture failure could have occurred. - this hypothesis can explain the reason why the ventricular impedance was measured at 4000 ohms after the implantation procedure and why it did not switch in bipolar. - based on the available data, no issue is suspected on the subject pacemaker. For more details, please refer to the attached analysis report.